Manufacturer narrative:
Age at time of event: "(B)(6)." Device evaluated by manufacturer: only the coil was returned for analysis. A visual inspection was performed and found that the coil was kinked and stretched at the proximal end. A microscopic inspection revealed that the coil zap tip shape and surface was smooth. The interlocking arm of the coil was inspected and no damage was noted. The dimensions that could be measured were found to be in specification; however, the number of fiber bundles was 2 below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil failed to detach. A 3mm x 12cm interlock was selected to treat the target lesion. During procedure, upon deployment of the device the coil failed to detach. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable. However, device analysis revealed that the number of fiber bundles was below the assigned specification.